Event description:
It was reported, the device was programmed into MRI mode for the patient to undergo an MRI. Following the MRI, the device displayed an inaccurate longevity. The device was re-interrogated the following day and the correct longevity was displayed. The patient was stable.